Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a failed battery test on the insulin pump. Customer's blood glucose level was 400 mg/dl at the time of the incident. Customer woke up this morning and the pump had a failed battery test. Customer put in 4 different batteries and is still receiving a failed battery test. Troubleshooting was performed and the customer inserted a new battery in the pump. Customer did not receive a failed battery test. Customer was advised to monitor the pump. A replacement battery cap will be sent as a courtesy. No further assistance needed.